Event description:
The customer contacted stryker to report that their device did not provide voice prompts as expected. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
The cause of the reported issue was due to software error codes. Clearing all error codes resolved the reported issue.

Event description:
The customer contacted stryker to report that their device did not provide voice prompts as expected. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the device and was able to verify the reported issue. Event codes were cleared and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.